Event description:
It was reported that this right ventricular (rv) lead perforated the heart of this patient. The lead exhibited loss of capture (loc) and impedance issues. The patient experienced muscle stimulation. The physician performed a sternotomy, and he was able to reposition the lead with no further issues. The lead remains in service. No additional adverse patient effects were reported.